Manufacturer narrative:
(B)(4). Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'depressed battery pins' which were observed during a visual inspection as two negative battery contact pins depressed. 'Depressed battery pins' were verified and found to be caused by the two contact pins which were unable to rebound as designed, preventing direct current operation. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins. Any patient involvement, injury or medical intervention is unknown.